Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding/ gi bleeding/ av malformations are known potential clinical adverse events associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains bleeding as a potential event that may be associated with use of the product. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The root cause of the reported events cannot be conclusively determined; however, the most likely root cause is the continuous, non-pulsatile flow of the pump, anticoagulant therapy, and other comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital with complaints of intractable nausea and vomiting, and melena. The patient underwent esophagogastroduodenoscopy (egd) twice where multiple gastric polyps, one actively bleeding, were located and hemoclips were placed with reported hemostasis. The patient was bridged from heparin to warfarin. Her hemoglobin and hematocrit remained stabilized and her symptoms resolved. The medical team believed the nausea was related to the gi bleed. The patient was last reported to be discharged.